Event description:
Related MFR reports: 1627487-2020-01924 and 1627487-2020-01925. It was reported the patient underwent surgical intervention due to the scs system leads migrating. There was no malfunction or alleged deficiency of the leads. The doctor planned to replaced the leads, however, due to epidural fibrosis and patient obesity, the dr decided to remove the patient's scs system instead.

Manufacturer narrative:
There were no reported allegations against the returned ipg. Analysis of the device found no physical anomalies and it passed communication testing.

Event description:
Related MFR reports: 1627487-2020-01924 and 1627487-2020-01925.